Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during the trial procedure the patient was experiencing procedural soreness. The patient underwent an early lead pull.